Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, metal shavings emanating from two shaver blade instruments were observed falling into the patient's joint space. For whatever reason, the debris was not removed from the body. The case was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
We are in the information gathering mode, also awaiting to see if the complaint device is going to be made available to us for evaluation. When conclusions can be made, those results will be posted in the follow-up report.